Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the gap between plug unit the most probable cause is traced to component failure and related to the deposit on button the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the device exhibited deposit on button and gap between plug unit. There was no patient involvement.